Event description:
Complainant alleged that after delivering two shocks to a patient. The device shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.